Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: shunt system shown to be permeable. Computer control test: the opening pressure of the progav 2.0 and the shunt assistant was significantly lower than expected, indicating a tendency towards over-drainage. Adjustability test/ brake function and braking force test. The progav 2.0 operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that the shuntsystem was operating in an overdrainage state at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. No further regulatory actions are required from our point of view. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported there was an issue with the valve. The reporter indicated that the valve has an incorrect flow. The shunt was implanted in an arachnoid cyst. Per the reporter there was clinical underdrainage after puncture and drainage - all pressure symptoms disappeared. Intra- operative of the flow test of the valve was 0 as if the valve was totally open, but the valve was adjusted to 12 cmh2o. The valve was explanted. Additional information was not provided.